Event description:
The user received a questionable low hcg + ss result for one patient sample from the cobas 6000 e601 analyzer serial number (B)(4). The initial result from an aliquot tube created by the mpa (modular preanalytic analyzer) was 1.48 miu/ml and was reported outside the laboratory. The physician questioned the result because he knew the patient was actually pregnant and expected higher results. The primary sample tube for this patient was then tested and the result was 189.2 miu/ml. The user then poured the sample from the original aliquot tube into a sample cup and repeated testing with a result of 185.8 miu/ml. The user stated they reported the result of 189.2 miu/ml since the two repeat results matched. The patient was not adversely affected and was not treated based on the initial result. Upon evaluation of the analyzer, the field service representative determined there was a sample level detection pipetting error. He checked the analyzer, probe voltage and probe alignment. To verify the analyzer operation, he ran performance testing and system diagnostics. He determined the analyzer was performing according the specifications. The user successfully ran quality control.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Analysis of the instrument and calibration data verified they were acceptable and did not indicate a general assay or instrument problem. There was also no indication of a preanalytic problem. The patient was not treated based on initial results.